Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). D4 - UDI# - (B)(4). Reported issue: on (B)(6) 2019, it was reported that the device loses its power during using. Also, the running is unstable. This device was in service due to this same problem also on (B)(6) 2018. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(6) one time as documented in the repair reports. The last repair was october 31, 2019 where it was reported that upon using the device, the power of the device loses power and the bearings, spring seal, needle bearing, semi-circle bearing, vespel bearings, motor, plug harness assembly, seal/strain relief, and control bar were replaced. This is not a related issue. Device evaluations results/investigation findings: product review of the electric dermatome by flextronics on august 26, 2019 revealed that the needle bearing was defective. The motor speed failed because it was erratic. The calibration was within specifications and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the motor and needle bearing. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the component to fail. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device loses its power during using. Also, the running is unstable. This device was in service due to this same problem also on (B)(6), 2018. The event did not occur during surgery, and there was no patient involvement. Therefore, there was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction.